Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported negative pressure lost during corneal flap creation of the left eye. Additional information has been requested.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).